Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable device. The reason for call is caller stated that they receive a call from the hcp in the hospital as they are having different problem on their device and it's shocking them, and it started couple weeks after the implant. Caller mentioned that they have an appointment to their hcp this 24th and hcp mentioned to call us to have a medtronic rep meet with them on the appointment date. Agent reviewed rep role and redirected them to the hcp. Caller also reported having a lot of pain with the device and not happy at this point, and they have more problems with the device than they have without the device. Caller also mentioned that they can't lay on their side. Agent redirected the caller back to their hcp.